Event description:
The patient at (9) month follow-up had an angiography performed and it was noted that there was 75% intra-stent restenosis in the mid left anterior descending (lad), and 50% restenosis in the proximal right coronary artery (rca), which was not treated. In 2006, the patient was admitted into the cath lab where angiography revealed two-vessel disease. The mid rca was a 75% stenosed type b2 lesion with a timi flow of grade iii. The lesion was pre-dilated at 12 atm and a 3.0 x 18mm bx sonic stent was placed at 12 atm. A second overlapping 3.0 x 13mm bx sonic stent was placed at 14 atm with no post-dilation. Final timi flow was grade iii. The proximal rca was an 80% stenosed type b1 lesion with a timi flow of grade iii. The lesion was pre-dilated at 12 atm and a 3.5 x 23mm bx sonic stent was placed at 12 atm. The mid lad artery was a 70% stenosed type b2 lesion with a timi flow of grade iii. The lesion was pre-dilated at 14 atm and a 3.0 x 13mm bx sonic stent was implanted at 14 atm with no post-dilation. Final timi flow was grade iii. The patient's medications at baseline were as follows: aspirin, clopidogrel, nitrates, ace-inhibitors, statin and oral hypoglycemic agents.

Manufacturer narrative:
This is the first of two products involved with this adverse event, which is associated with mfg report# 9616099-2007-00053 and 9616099-2007-00054. Additional information will be submitted within 30 days of receipt. Please note: this device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in united states.